Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display at the time of the call. The customer's blood glucose level was 200 mg/dl. The customer reported that they removed the battery and insert battery alarm did not occur. The battery cap was not damaged. The battery compartment and spring also was not damaged. Troubleshooting was performed but the display was not okay. The insulin pump will be returned for analysis.